Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of broken main tube to be related to the customer reported complaint. The instrument was found to have the main tube broken where it meets the proximal clevis at the distal end. A piece measuring approximately 0.19" x .148¿ was not returned with the instrument. The root cause is typically attributed to mishandling/misuse. Failure analysis also found an additional observation not reported by site that is related to the primary failure: the instrument was found to have a dislodged proximal clevis at the distal end. Root cause of this failure is attributed to mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the end of the maryland bipolar forceps was found broken. A different backup da vinci instrument was used to proceed with the surgical task. The procedure was completed with no reported injury.